Event description:
Related manufacturer reference number:2017865-2023-42562. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing and inappropriate shock. It was also noted that patient was in during ventricular tachycardia (vt) and treated with cardiopulmonary resuscitation (CPR). Programming changes were made. There was recovering.